Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record cannot be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz was unable to pace when the customer attempted to pace before taking off cardiopulmonary bypass from the patient during use. The catheter was not replaced and continuously used to measure pulmonary artery pressure since pacing was not necessarily required. Patient demographic information was requested but unavailable. It is unknown whether the patient had cardiac conduction defect. There were no patient complications reported.

Manufacturer narrative:
A product evaluation was completed with the returned d205f7 catheter. The reported event of pacing issue was confirmed. Blood was visible inside leadwire lumen. No visible blood at thermistor connector. Continuity testing confirmed all electrodes with short conditions near atrial proximal electrode. Blood residue was observed at the bonding site between electrodes and catheter body. Blood residue was also observed inside of the thermistor lumen between 2 electrodes. Gaps were found between catheter body and ventricle proximal electrode, catheter body and atrial central electrode. The edges of gap appeared to be matched. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from catheter body, balloon and returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The affected lot number is unknown; therefore, the work order documentation could not be verified. However, as per the procedure, the coat of the adhesive is verified for bubbles. Though the images taken in product evaluation, presence of bubbles was confirmed. This nonconformance is related to man. As part of the corrective actions, a personnel acknowledgement was provided to the manufacturing personnel as part of this complaint.